Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of implant/there is a metal spring-shaped device embedded in the right fundal myometrium measuring 2 x 0.2 cm/essure was implanted in side of uterus") in an adult female patient who had essure (batch no. 20205264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hormonal imbalance, nausea, hypothyroidism, gerd, adrenal mass, endometriosis, adrenalectomy, gravida ii (two prior full term nsvds), parity 2, premenopause, breast cancer (patient's mother and aunt), uterine ablation in (B)(6) , pneumonia, pap smear abnormal, hypertension and myelolipoma. Her lmp was (B)(6) uterus sounds to 8 cm. Previously administered products included for to prevent pregnancy: oral contraceptives nos from (B)(6) to (B)(6) . In (B)(6) , the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue,"). In (B)(6) , the patient experienced alopecia ("hair loss"). In (B)(6) , the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea cramping),"). In (B)(6) 2016, the patient experienced abdominal pain lower ("pain, lower abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), hypersensitivity ("rashes or skin conditions type: hypersensitivity to tape,"), rash macular ("rashes or skin conditions type: red blotches on skin") and abdominal pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with bupropion hydrochloride (wellbutrin), cefixime (flexeril), cyanocobalamin, cyanocobalamin (b-12), diazepam (valium), docosahexaenoic acid;eicosapentaenoic acid (omega 3), ergocalciferol (vitamin d2), escitalopram oxalate (lexapro), estradiol (estrace), fluticasone, hormones, hydrochlorothiazide, levothyroxine, lisinopril, omeprazole, phendimetrazine, phentermine, topiramate (topamax) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, hot flush, female sexual dysfunction, hypersensitivity, rash macular, nausea, abdominal pain lower, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown, the anxiety was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, hot flush, hypersensitivity, nausea, rash macular and weight increased to be related to essure. The reporter commented: patient had need for additional surgery trailing coils: left 5-6. Right 5-6. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: it was found then surgically removed.; on an unknown date: postsurgical changes of right adrenalectomy with a 2.2 x 4.8 cm fluid collection containing a single locule of gas in the right adrenal fossa. Findings are believed postsurgical seroma or hematoma, with infectious process less likely . Non-obstructing right renal stone. The attending radiologist has reviewed all images, agrees with the interpretation, and provided appropriate supervision for this exam. Hepatobiliary scan - on an unknown date: hepatobiliary imaging with gallbladder ejection fraction is negative for acute cholecystitis and demonstrates no evidence for (B)(6) 2016, biliary dyskinesia. Gallbladder ejection fraction is 98.1% (normal > 30%). Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. A hysterosalpingogram was attempted on this patient. On the scout film, are two micro inserts identified however, they are post located in the right upper mid pelvic region. In spite of multiple maneuvers, I was unable to successfully inject contrast material into the uterine cavity, and the location of the micro inserts cannot be established. The patency of the fallopian tubes also cannot be established. Pathology test - on an unknown date: pathologic diagnosis: uterus and cervix, right and left fallopian tube (hysterectomy and bilateral salpingectomy): chronic cervicitis. Ablated endometrium. Right and left fallopian tube no specific histopathology. Metal coil (gross diagnosis only) in right uterine cornu. Gross description: cavity. The myometrium has an average thickness of 2 cm. There is a metal spring-shaped device embedded in the right fundal myometrium measuring 2 x 0.2 cm. The left fallopian tube measures 6.5 cm in length and has an average diameter of 0.5 cm. The right fallopian tube m. Pregnancy test urine - on (B)(6) 2009: negative. Smear cervix - on an unknown date: abnormal pap smear. Concerning injuries reported in this case the following one/ones were described in patient medical records: embedded device. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs+mr received: event migration of implant updated to there is a metal spring-shaped device embedded in the right fundal myometrium measuring 2 x 0.2 cm/essure was implanted in side of uterus, hormonal changes describe: hot flashes, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: hypersensitivity to tape, red blotches on skin, nausea , dysmenorrhea (cramping), pain, fatigue, weight gain, hair loss were added. Medical history, lab data, lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of implant/there is a metal spring-shaped device embedded in the right fundal myometrium measuring 2 x 0.2 cm/essure was implanted in side of uterus") in an adult female patient who had essure (batch no: 20205264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hormonal imbalance, nausea, hypothyroidism, gerd, benign neoplasm of adrenal gland, endometriosis, adrenalectomy, gravida ii (two prior full term nsvds), parity 2, premenopause, breast cancer (patient's mother and aunt), uterine ablation in 2005, pneumonia, pap smear abnormal, hypertension, myelolipoma and constipation. Her lmp was 2005 uterus sounds to 8 cm on (B)(6) 2010. Us duplex scan abd/pelv ltd) (us abdomen, complete) impression: 5.8 x 4.2 x 4.8cm right adrenal mass which is echogenic, most likely and angiomyolipoma, and this was also seen on previous CT examination dated on (B)(6) 2010. Otherwise, normal exam. Previously administered products included for to prevent pregnancy: oral contraceptives nos from 1992 to 2005. Concurrent conditions included discolored stools, vomiting, dizzy, short of breath, ache, bowel obstruction and urinary tract infection. In 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue,"). In 2012, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea cramping),"). On (B)(6) 2016, the patient experienced abdominal pain lower ("pain, lower abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dermatitis contact ("rashes or skin conditions type: hypersensitivity to tape,"), rash macular ("rashes or skin conditions type: red blotches on skin") and abdominal pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with bupropion hydrochloride (wellbutrin), cefixime (flexeril), cyanocobalamin, cyanocobalamin (b-12), diazepam (valium), docosahexaenoic acid;eicosapentaenoic acid (omega 3), ergocalciferol (vitamin d2), escitalopram oxalate (lexapro), estradiol (estrace), fluticasone, hormones, hydrochlorothiazide, levothyroxine, lisinopril, omeprazole, phendimetrazine, phentermine, topiramate (topamax) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, hot flush, female sexual dysfunction, dermatitis contact, rash macular, nausea, abdominal pain lower, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown, the anxiety was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dermatitis contact, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, hot flush, nausea, rash macular and weight increased to be related to essure. The reporter commented: patient had need for additional surgery: trailing coils: left 5-6, right 5-6. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on an unknown date: it was found then surgically removed.; on an unknown date: postsurgical changes of right adrenalectomy with a 2.2 x 4.8 cm fluid collection containing a single locule of gas in the right adrenal fossa. Findings are believed postsurgical seroma or hematoma, with infectious process less likely . Non-obstructing right renal stone. The attending radiologist has reviewed all images, agrees with the interpretation, and provided appropriate supervision for this exam. Hepatobiliary scan: on an unknown date: hepatobiliary imaging with gallbladder ejection fraction is negative for acute cholecystitis and demonstrates no evidence for on (B)(6) 2016 biliary dyskinesia. 2. Gallbladder ejection fraction is 98.1% (normal 30%). Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion a hysterosalpingogram was attempted on this patient. On the scout film, are two micro inserts identified however, they are post located in the right upper mid pelvic region. In spite of multiple maneuvers, I was unable to successfully inject contrast material into the uterine cavity, and the location of the micro inserts cannot be established. The patency of the fallopian tubes also cannot be established. Pathology test: on an unknown date: pathologic diagnosis: uterus and cervix, right and left fallopian tube (hysterectomy and bilateral salpingectomy): chronic cervicitis. Ablated endometrium. Right and left fallopian tube no specific histopathology. Metal coil (gross diagnosis only) in right uterine cornu gross description: cavity. The myometrium has an average thickness of 2 cm. There is a metal spring-shaped device embedded in the right fundal myometrium measuring 2 x 0.2 cm. The left fallopian tube measures 6.5 cm in length and has an average diameter of 0.5 cm. The right fallopian tube m; on (B)(6) 2010: diagnosis: antrum, mucosa, (biopsy) intrum type mucosa with mild chronic inflammation no granulomata identified. No epithelial dysplasia identified special stain for helicobacter like organisms: negative. Pregnancy test urine: on (B)(6) 2009: negative. Smear cervix: on an unknown date: abnormal pap smear. Concerning injuries reported in this case the following one/ones were described in patient medical records: embedded device, nausea, abdominal pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. On 26-apr-2019: mr received- new reporter, medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of implant/there is a metal spring-shaped device embedded in the right fundal myometrium measuring 2 x 0.2 cm/essure was implanted in side of uterus') and device dislocation ('expulsion of essure device left coil missing') in an adult female patient who had essure (batch no. 20205264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed with essure microinsert in place nos". The patient's medical history included uterine ablation in 2005, hormonal imbalance, nausea, hypothyroidism, gerd, benign neoplasm of adrenal gland, endometriosis, adrenalectomy, gravida ii (two prior full term nsvds), parity 2, premenopause, breast cancer (patient's mother and aunt), pneumonia, pap smear abnormal, hypertension, myelolipoma and constipation. Her lmp was 2005. Uterus sounds to 8 cm. On (B)(6) 2010- us duplex scan abd/pelv ltd). (Us abdomen, complete). Impression: 5.8 x 4.2 x 4.8cm right adrenal mass which is echogenic, most likely and angiomyolipoma, and this was also seen on previous CT examination dated (B)(6) 2010. Otherwise, normal exam. Previously administered products included for to prevent pregnancy: oral contraceptives nos from 1992 to 2005. Concurrent conditions included discolored stools, vomiting, dizzy, short of breath, ache, bowel obstruction and urinary tract infection. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue,"). In 2012, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea cramping),"). In (B)(6) 2016, the patient experienced abdominal pain lower ("pain, lower abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dermatitis contact ("rashes or skin conditions type: hypersensitivity to tape,"), rash macular ("rashes or skin conditions type: red blotches on skin") and abdominal pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with bupropion hydrochloride (wellbutrin), cefixime (flexeril), cyanocobalamin, cyanocobalamin (b-12), diazepam (valium), docosahexaenoic acid;eicosapentaenoic acid (omega 3), ergocalciferol (vitamin d2), escitalopram oxalate (lexapro), estradiol (estrace), fluticasone, hormones, hydrochlorothiazide, levothyroxine, lisinopril, omeprazole, phendimetrazine, phentermine, topiramate (topamax) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation, hot flush, female sexual dysfunction, dermatitis contact, rash macular, nausea, abdominal pain lower, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown, the anxiety was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dermatitis contact, device dislocation, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, hot flush, nausea, rash macular and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Trailing coils: left 5-6. Right 5-6 . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: it was found then surgically removed.; on an unknown date: postsurgical changes of right adrenalectomy with a 2.2 x 4.8 cm fluid collection containing a single locule of gas in the right adrenal fossa. Findings are believed postsurgical seroma or hematoma, with infectious process less likely . Non-obstructing right renal stone. The attending radiologist has reviewed all images, agrees with the interpretation, and provided appropriate supervision for this exam; on (B)(6) 2009: result not provided. Hepatobiliary scan - on an unknown date: hepatobiliary imaging with gallbladder ejection fraction is negative for acute cholecystitis and demonstrates no evidence for (B)(6) 2016 biliary dyskinesia. 2. Gallbladder ejection fraction is 98.1% (normal > 30%). Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. A hysterosalpingogram was attempted on this patient. On the scout film, are two micro inserts identified however, they are post located in the right upper mid pelvic region. In spite of multiple maneuvers, I was unable to successfully inject contrast material into the uterine cavity, and the location of the micro inserts cannot be established. The patency of the fallopian tubes also cannot be established. Pathology test - on an unknown date: pathologic diagnosis: uterus and cervix, right and left fallopian tube (hysterectomy. And bilateral salpingectomy): chronic cervicitis. Ablated endometrium. Right and left fallopian tube no specific histopathology. Metal coil (gross diagnosis only) in right uterine cornu. Gross description: cavity. The myometrium has an average thickness of 2 cm. There is a metal spring-shaped. Device embedded in the right fundal myometrium measuring 2 x 0.2 cm. The left fallopian tube measures 6.5 cm in length and has an average diameter of 0.5 cm. The right fallopian tube m; on (B)(6) 2010: diagnosis: antrum, mucosa, (biopsy). Intrum type mucosa with mild chronic inflammation. No granulomata identified. No epithelial dysplasia identified. Special stain for helicobacter like organisms: negative. Pregnancy test urine - on (B)(6) 2009: negative. Smear cervix - on an unknown date: abnormal pap smear. Concerning injuries reported in this case the following one/ones were described in patient medical records: embedded device, nausea, abdominal pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received new event endometrial ablation performed with essure microinsert in place nos was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of implant/there is a metal spring-shaped device embedded in the right fundal myometrium measuring 2 x 0.2 cm/essure was implanted in side of uterus") and device dislocation ("expulsion of essure device left coil missing") in an adult female patient who had essure (batch no. 20205264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hormonal imbalance, nausea, hypothyroidism, gerd, benign neoplasm of adrenal gland, endometriosis, adrenalectomy, gravida ii (two prior full term nsvds), parity 2, premenopause, breast cancer (patient's mother and aunt), uterine ablation in 2005, pneumonia, pap smear abnormal, hypertension, myelolipoma and constipation. Her lmp was 2005 uterus sounds to 8 cm (B)(6) 2010- us duplex scan abd/pelv ltd) (us abdomen, complete) impression: 5.8 x 4.2 x 4.8cm right adrenal mass which is echogenic, most likely and angiomyolipoma, and this was also seen on previous CT examination dated (B)(6) 2010. Otherwise, normal exam. Previously administered products included for to prevent pregnancy: oral contraceptives nos from 1992 to 2005. Concurrent conditions included discolored stools, vomiting, dizzy, short of breath, ache, bowel obstruction and urinary tract infection. In 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and fatigue ("fatigue,"). In 2012, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea cramping),"). In (B)(6) 2016, the patient experienced abdominal pain lower ("pain, lower abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dermatitis contact ("rashes or skin conditions type: hypersensitivity to tape,"), rash macular ("rashes or skin conditions type: red blotches on skin") and abdominal pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with bupropion hydrochloride (wellbutrin), cefixime (flexeril), cyanocobalamin, cyanocobalamin (b-12), diazepam (valium), docosahexaenoic acid;eicosapentaenoic acid (omega 3), ergocalciferol (vitamin d2), escitalopram oxalate (lexapro), estradiol (estrace), fluticasone, hormones, hydrochlorothiazide, levothyroxine, lisinopril, omeprazole, phendimetrazine, phentermine, topiramate (topamax) and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and hysterectomy, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device dislocation, hot flush, female sexual dysfunction, dermatitis contact, rash macular, nausea, abdominal pain lower, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown, the anxiety was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, dermatitis contact, device dislocation, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, hot flush, nausea, rash macular and weight increased to be related to essure. The reporter commented: patient had need for additional surgery trailing coils: left 5-6 and right 5-6. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: it was found then surgically removed.; on an unknown date: postsurgical changes of right adrenalectomy with a 2.2 x 4.8 cm fluid collection containing a single locule of gas in the right adrenal fossa. Findings are believed postsurgical seroma or hematoma, with infectious process less likely . Non-obstructing right renal stone. The attending radiologist has reviewed all images, agrees with the interpretation, and provided appropriate supervision for this exam. Hepatobiliary scan - on an unknown date: hepatobiliary imaging with gallbladder ejection fraction is negative for acute cholecystitis and demonstrates no evidence for (B)(6) 2016 biliary dyskinesia. 2. Gallbladder ejection fraction is 98.1% (normal > 30%). Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. A hysterosalpingogram was attempted on this patient. On the scout film, are two micro inserts identified however, they are post located in the right upper mid pelvic region. In spite of multiple maneuvers, I was unable to successfully inject contrast material into the uterine cavity, and the location of the micro inserts cannot be established. The patency of the fallopian tubes also cannot be established. Pathology test - on an unknown date: pathologic diagnosis: uterus and cervix, right and left fallopian tube (hysterectomy and bilateral salpingectomy): chronic cervicitis. Ablated endometrium. Right and left fallopian tube no specific histopathology. Metal coil (gross diagnosis only) in right uterine cornua gross description: cavity. The myometrium has an average thickness of 2 cm. There is a metal spring-shaped device embedded in the right fundal myometrium measuring 2 x 0.2 cm. The left fallopian tube measures 6.5 cm in length and has an average diameter of 0.5 cm. The right fallopian tube m; on (B)(6) 2010: diagnosis: antrum, mucosa, (biopsy) intrum type mucosa with mild chronic inflammation no granulomata identified. No epithelial dysplasia identified -. Special stain for helicobacter like organisms: negative. Pregnancy test urine - on (B)(6) 2009: negative. Smear cervix - on an unknown date: abnormal pap smear. Concerning injuries reported in this case the following one/ones were described in patient medical records: embedded device, nausea, abdominal pain, abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-may-2019: pfs received. Event added: expulsion of essure device left coil missing. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: patient had need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.